Event description:
It was reported that the user experienced repeated scan errors while attempting to start a new freestyle libre 3 plus sensor with the ilet system, despite multiple scan attempts by the user and an assistant, and the user then restarted the phone and attempted to rescan. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no need for medical intervention. Investigation included user troubleshooting and education. Investigation of this case revealed that the scanning function did not complete successfully. It was concluded that the event involved device use difficulty related to sensor scanning without clinical consequence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.